Event description:
A report was received that the scs system made the patient¿s pain worst and the ipg was not holding a charge. The physician suspected malfunction with the ipg. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the scs system made the patient¿s pain worst and the ipg was not holding a charge. The physician suspected malfunction with the ipg. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 sn (B)(4): device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. When stimulation was turned off, the battery discharge rate and sleep current were within the expected range. The device exhibited normal device characteristics.